Event description:
Healthcare professional reported an unknown side exchange from textured to smooth implants due to the patient's concern with the product. At explant physician noted capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: biological tissue color brown and weight to the spec. Cloudy in the gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and anxiety-product/procedure.

Event description:
Healthcare professional reported an unknown side exchange from textured to smooth implants due to the patient's concern with the product. At explant physician noted capsular contracture, baker grade iii.